Event description:
Distributor was notified two weeks after accident happened. Cna was transferring resident from her bed to a chair, the resident started to lean out of sling with her upper body. Cna grabbed resident and pulled her back into the sling while lowering the lift. Resident has a history of poor upper body control (side to side). The resident received a bruise from the collar that the emt placed on her, this is the only injury reported. The pt lift was not the cause of this accident.

Manufacturer narrative:
Distributor did in-service training on 6-12-08. Vanderlift was checked over when in-service training was completed. (B) (4) stated that she felt that the lift was not the problem, but rather user error contributed to event.